Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. With the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This device remains in service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing noise. The patient has a documented history of inappropriate shocks. The patient was brougth to the clinic, diagnostic testing was performed, and reprogramming adjustments were made. The plan is to continue close monitoring. At present, the device remains in service, and no additional adverse patient effects have been observed.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing noise. The patient has a documented history of inappropriate shocks. The patient was brougth to the clinic, diagnostic testing was performed, and reprogramming adjustments were made. The plan is to continue close monitoring. At present, the device remains in service, and no additional adverse patient effects have been observed.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.